Manufacturer narrative:
The investigation determined that non-reproducible, higher and lower than expected vitros phyt quality control results were obtained from a non ocd biorad qc fluid and two different vitros pv qc fluids when using vitros phyt slides on a vitros 5600 integrated system. The assignable cause of the events is unknown; however, an instrument or a transient reagent issue cannot be completely ruled out as contributing factors. Additionally, pre-analytical sample handling and/or sample processing cannot be ruled out.

Event description:
The customer reported that non-reproducible, higher and lower than expected vitros phyt quality control results were obtained from a non ocd biorad qc fluid and two different vitros pv qc fluids when using vitros phyt slides on a vitros 5600 integrated system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer made no allegation that patient results were affected or reported from the laboratory; however, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number five of six MDR¿s for this event. Six 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).